Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the damaged control bar and machine head were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
Dermatome takes skin unevenly. Blade has been changed, no effect. Problem seems to be in handle, not in pressure air. There was no other inconvenience or greater time delay. The graft was able to be used. There was no adverse event reported as a result of this malfunction.